Manufacturer narrative:
Correction: after further evaluation of the complaint the complaint is for needle through catheter while introducing catheter. B5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the needle through catheter while introducing catheter. The following information was provided by the initial reporter: "catheter on 22g IV catheter split from the needle on approximately the last 3cm. The catheter was inserted in the patient at the time for an IV start."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the needle through catheter while introducing catheter. The following information was provided by the initial reporter: "catheter on 22g IV catheter split from the needle on approximately the last 3cm. The catheter was inserted in the patient at the time for an IV start."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch#: (B)(4). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke from the needle hub while inserting it into the patient. The following information was provided by the initial reporter: "catheter on 22g IV catheter split from the needle on approximately the last 3cm. The catheter was inserted in the patient at the time for an IV start."